Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to charge the pump battery. Reportedly, the customer attempted to charge the pump using an alternate cable but was unsuccessful. The customer's blood glucose level was 321 mg/dl. The customer delivered a correction bolus via the pump. Reportedly, the pump would continue to be used for insulin therapy however the customer also has manual injections available.